Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06896. It was reported that patient lost stimulation after a fall. Diagnostics recorded high impedances on 13 out of 16 lead contacts. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored postoperatively.